Manufacturer narrative:
Device location not presently known.

Event description:
The manufacturer was informed on this event through the device tracking team.based on the information available on the patient implant form, on (B)(6) 2019, a memo3d #28 was implanted/explanted intraoperatively. No further information on the event or on the device disposition is presently available. No complaint has been received from the site pertaining to this event.

Event description:
The manufacturer was informed on this event through the device tracking team. Based on the information available on the patient implant form, on (B)(6) 2019, a memo3d #28 was implanted/explanted intraoperatively. No complaint has been received from the site pertaining to this event. Per additional information received, the ring was explanted intraoperatively due to a failed repair, and the procedure was converted to a full valve replacement with a bioprosthetic valve (31mm mosaic tissue valve). The ring was discarded. The procedure was completed with no complications based on the information received.

Manufacturer narrative:
Fields updated: b4, b5, d10, g4, g7, h1, h2, h3, h6. Based on additional information received, the device was explanted due to an unsuccessful repair of the mitral valve; a full replacement was consequently performed. Based on livanova's clinical experience, an intra-operative explant of a mitral ring followed by total mitral valve replacement is attributable to patient factors that precluded adequate repair with an annuloplasty ring. Furthermore, no allegation of a device malfunction was received and no serious injury for the patient is reported. As such, the event is not related to a deficiency of the device and, therefore, no further investigation is warranted at this time. Device discarded by the hospital.